Manufacturer narrative:
Of the 22 allegations of a malfunction, 15 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to issues with the vibration motor. During investigation for unrelated allegations, there were 7 additional instances of a vibration issue due to a malfunction of the vibration motor. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-80 years of age and between 14 and 250 pounds. Of the reported patients, 12 were male and 10 were female.

Manufacturer narrative:
The previous report is follow-up #1 not #2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of vibration issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.